Event description:
Customer reported experiencing a past high blood glucose event with an unknown cause. No specific blood glucose level was provided, only that it was displayed as "high". The customer did not remember the actions taken to resolve the high blood glucose event. Technical support recommended the customer consult with a healthcare professional to discuss potential factors affecting blood glucose levels, and the customer acknowledged this advice. No additional information was received regarding the outcome of the event.